Manufacturer narrative:
D10, h3, h6, h10. H3 device evaluation: he ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had leaks in proximal cylinder body attributed to wear with avulsion; holes with broken fabric treads were present. Both cylinders had wear at fold. Cylinder 2 had broken fabric treads and exhibited bulging when inflated in cylinder body. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed activation test. Product analysis confirmed the reported event. The ams 700 flat reservoir was visually inspected and functionally tested. There was a leak in the reservoir kink resistant tubing (krt) that was consistent with sharp instrument damage, which most likely occurred during explant. Due to this damage being consistent with explant it will be considered a secondary failure. Product analysis did not identify a malfunction with the reservoir and was unable to confirm the reported event related to mechanical issue.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a malfunctioning pump. A new inflatable penile prosthesis was implanted. No further complications were reported.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to a malfunctioning pump. A new inflatable penile prosthesis was implanted. No further complications were reported.